Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6008824 have already been previously tested in the complaint (B)(4) on 07-may-2025. Test results: in additional test of the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report (B)(4).pdf attached in this record. Device history record (DHR) review: the lot 6008824 was manufactured according to the work instruction (wi) version 116 manufactured in the line inset 7, on 24/aug/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4h02689 was manufactured according to the wi version 64 manufactured in the machine sc01, on 23/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 09/jun/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008824 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was in the tubng. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.